Manufacturer narrative:
Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced hypotension and mild dizziness while being treated with dialysis using an ak 96 dialysis machine. A fluid leakage was also observed from an unspecified location on the ak 96 during the treatment. The patient was initially reported to have presented with mild dizziness and hypotension. However, follow up information has clarified that the blood pressure had decreased to 97/67 mmhg and medical intervention involved reducing the uf volume (no value provided), measuring the blood glucose and administering an unspecified amount of ¿high concentration glucose¿. Post treatment weight was (B)(6) indicating that the patient had lost (B)(6) in excess of the intended fluid removal. No additional information is available.

Manufacturer narrative:
Additional information added to h6 and h10. H10: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.